Manufacturer narrative:
This supplemental report is being filled to include additional information. The entire system was recently explanted. No additional adverse events were reported. The returned device was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has a history of inappropriate shocks. The patient has recently received an inappropriate shock due to t-wave oversensing and double counting. The patient was brought into the clinic and initially the oversensing was no reproducible at an elevated rate but during treadmill testing there was t-wave oversensing noted in secondary and primary sensing vectors. The field representative opted to program the system to primary sensing vector with twice the gain and it was noted that this was the most favorable vector with smart pass on. No adverse events were reported. This supplemental report is being filled to include additional information. The entire system was recently explanted. No additional adverse events were reported.

Event description:
This supplemental report is being filled to include additional information. The entire system was recently explanted. No additional adverse events were reported.

Manufacturer narrative:
This supplemental report is being filled to include additional information. The entire system was recently explanted. No additional adverse events were reported.

Event description:
It was reported that this patient has a history of inappropriate shocks. The patient has recently received an inappropriate shock due to t-wave oversensing and double counting. The patient was brought into the clinic and initially the oversensing was no reproducible at an elevated rate but during treadmill testing there was t-wave oversensing noted in secondary and primary sensing vectors. The field representative opted to program the system to primary sensing vector with twice the gain and it was noted that this was the most favorable vector with smart pass on. No adverse events were reported.